Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.

Event description:
It was reported that "clips are not strong enough to close and they couldn't maintain the cystic duct close. The patient experienced a bile leakage and had to be reoperated on."